Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the downstream occlusion alarm and determined it was caused by an under-shimmed tubing guide. The downstream tubing guide was replaced.